Event description:
Reporter indicated high lead impedance during generator replacement surgery once new generator was implanted. Patient subsequently underwent vns system replacement.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.